Event description:
Discordant calcium (ca) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant ca results were reported to the physician(s), who questioned them. The customer repeated the samples on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument evaluation, the cse replaced the sample mixer and aligned the module. The cse ran a sample study, precision test and successfully performed a system check. The cause of the discordant calcium results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.